Manufacturer narrative:
The initial reported event was received on 12-feb-2018. Of note, the reportable serious injury stroke is normally submitted via a bimonthly report submission that would have been due on submission 10-apr-2018. Information was subsequently received on 30-mar-2018 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke. It was unknown the stroke was related to implant of the leadless implantable pulse generator (ipg) device. Follow-up with the clinic disclosed that the patient was listed as deceased. No information was available regarding the cause of death.